Event description:
It was reported that during a da vinci-assisted surgical procedure, the rubber torn at the top of the working end of the synchroseal instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and was not able to gather any additional information about the procedure or the instrument.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.